Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating elevated blood glucose (bg) levels. According to the customer, bg levels are sometimes fine, and other times they are elevated. Customer declined to provide specific dates and bg values. Tandem technical support offered to troubleshoot, however the customer declined. Customer indicated that they have been working with their educator, and healthcare provider.